Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 175 mg/dl. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. The screen had condensation but the insulin pump was not exposed to moisture. Customer stated there was no physical damage on the insulin pump. Customer was using (B)(6) brand; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.